Manufacturer narrative:
Exact date unknown, event occurred over a week ago from the aware date.

Event description:
It was reported that the patient experienced difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.